Manufacturer narrative:
Investigation: bd has been provided with the affected sample for catalog 301942 lot 1803178 to investigate for this record. After evaluation of the returned sample, the foreign matter was identified as embedded contamination in the barrel. As a result, bd was able verify the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), different gases are produced inside the mold. During normal production these gases are expelled through some conduits, outside the mold cavity. In this case the expulsion was not done correctly and some gases remained in the mold cavity and produce the burnt syringe piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the barrel of the syringe without possibility of being detached from it.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd china experienced foreign matter. The following information was provided by the initial reporter: it was found that the barrel and flange with black foreign matter before using.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd (B)(4) experienced foreign matter. The following information was provided by the initial reporter: it was found that the barrel and flange with black foreign matter before using.